Event description:
Treatment of a small saccular aneurysm measuring 4mm x 3.5mm located in the left p-comm (posterior communicating) extending up to the origin of the ophthalmic artery. The patient was on dual antiplatelet therapy (aspirin / plavix) and was therapeutic. Heparin was administered intra-operatively. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline (3.75mm x 12mm) was placed, but missed the distal landing zone so another pipeline (4mm x 10mm) was implanted telescoping the first one. Post procedure, the patient woke up with transient left sided visual loss that was treated with mannitol and steroids (unspecified). The adverse event resolved before the patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other device involved in the event is as follows:model: fa-77400-10 / lot: na dom: na exp: na. (B)(4).